Event description:
It was reported that the while doing a revision of competitor product , the 12mm and 14mm 5-1 bearing trials were damaged during removal from the trialing phase of the operation. No parts fell in the patient, no patient impact.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned trials confirms a piece was fractured off the posterior of the distal surface and all pieces were not returned. The device also exhibits wear consistent with usage of device. Review of the device history records identified no related deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The reported lot has been in the field for approximately ten years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.